Event description:
A nurse reported that vitrectomy probe head has bubbles and poor suction before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened probes were received with tip protectors, in a pouch. The returned samples were visually inspected and both samples were found to be conforming. The samples were then functionally tested for actuation and aspiration and both were found to be conforming, with no bubbles observed during testing. Photos of pouched product are attached to the parent file and have been reviewed by the investigation site. The product and lot information seen matches what was reported. The reported functional issue cannot be confirmed from the portion of the product seen in the photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be conforming, therefore bubbles and poor suction as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were manufactured to specifications. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).